Event description:
A surgeon reported a pt with blurry near vision following intraocular lens (iol) implant surgery. The pt's distance vision is "fine". Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/14/2009 and 01/05/2010 by phone, fax and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).